Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. A short circuit was detected between electrode 1 and electrode 2 during electrical testing while the shaft was deflected. Further investigation revealed conductor wire 2 was damaged and routed underneath the spine, consistent with the observed short circuit. Electrodes 1-2 met specifications of acceptable resistance values with no open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged conductor wire is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.